Event description:
Intrapulmonary ventilatory pressure can build in pt if end of tracheostomy tube is resting flush against tracheal wall. Tube does not have a "murphy's eye" to allow escape of ventilatory gas which can build up in pt and cause pneumothorax. Pt. S/p mva w/multiple trauma including pulmonary contusions and ards requiring ventilatory support percutaneous tracheostomy place w/o complications. Cxr demonstrated tension pneumothorax, increased paco2 w/subsequent cardiac arrest and difficult resuscitation. Upon review of case, reveled end of et tube noted to be positioned against side of trach.